Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the adhesive between the z-block and distal end degrading by the influence of physical stress / chemical stress / storage environment in handling of the subject device by the user. The suggested event is preventable by handling the device in accordance with the following sections of the instructions for use: reprocessing manual: 3.1 compatibility summary. Reprocessing manual: chapter 8 storage and disposal. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the grip, switch box, scope connector cover unit, and the scope connector were scratched. The air/water cylinder and suction cylinder had no color, the light guide lens had a chip, and the universal cord coating was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the returned device evaluation, the duodenovideoscope exhibited cracked adhesive between the distal end and z-block. There were no reports of patient involvement.